Event description:
It was reported that the initial sleeve gastrectomy went well and the procedure was completed with no patient consequence. Eight days later, the patient was re-admitted with a staple line leak. It is unknown how the staple line leak was detected. The patient was taken back into the or and the surgeon over sewed the staple line. The patient is currently stable. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: how was the issue identified 5 days post op? Came in w abdominal pain. Did the device malfunction in any way during the initial case? No. Where was the leak coming from? Proximal staple line. Are photos or video available? No. What tissue was bleeding? No bleeding, staple line was open. Patients preexisting conditions? Diabetes hypertension sleep apnea morbid obesity. Does the surgeon wait 15 seconds prior to firing? Yes. What was the staple form? All well formed. How is the patient currently? Home. Is the patient expected to have a full recovery? Y. Repairs leak by-- lap repair of gastric staple line leak. Via omental patch. The surgeon does not believe the stapler was at fault. The patient went home and did not follow the post-op diet plan. A few days after surgery, between days 2-5, the patient ate french fries. The surgeon thought the patient's digestion of this food may have caused the leak. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.